Event description:
The customer reported that the ventilator alarmed due to a data acquisition pcba adc reference failure. A data acquisition pcba adc reference failure during normal ventilation operation may result in a vent inop condition, with visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support engineer (pse) for assistance. Pse advised the customer evaluate the data acquisition pcb board and the data acquisition to motor controller board cable for replacement to address the reported problem. The biomedical engineer reported the data acquisition to motor controller board cable was replaced and the reported problem was corrected.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.